Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the cause of the lead being wrapped around the capsule in the pocket was not determined.

Manufacturer narrative:
Continuation of d11: product ID 3093-28 lot# va0266x serial# implanted: 2012-(B)(6) explanted: product type lead section d11 information references the main component of the system and other applicable components are: product ID 3093-28 lot# va0266x serial# implanted: 2012-(B)(6) explanted: ubd: (B)(6) -2016, UDI#:(B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: va0266x, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 14-aug-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the battery set screw would not tighten and hold the lead. The physician was replacing a battery and while attempting to fit the new battery in, they experienced a tight pocket as well as noticing the lead was wrapped around the capsule inside the pocket. They initially tightened the set screw successfully. They attempted to place the battery, but was unable to fit it in. They removed the battery, freed the lead and tried a second time. They again experienced a tight pocket, they removed the battery a second time and freed the lead. Upon trying to connect the battery to the lead the third time, the set screw would not click after many rotations. They pushed harder down on the screw and it ended up clicking, but upon tugging on the lead to confirm it was connected, it pulled out of the battery. They proceeded to use the backup battery and the connection was fine, the case was completed. It was reported the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.